Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during the change of the site, the catheter remained in the injection site. No patient injury reported.

Manufacturer narrative:
Two samples were received for evaluation. The samples were received in unused condition; no damage or dysfunctional conditions were observed on the cannula. Visual inspection revealed the samples were without their original packaging and decontaminated. Unit one arrived in used condition without the cannula and with the adhesive used. Unit two arrived in unused condition; no damage or dysfunctional conditions were observed on the cannula. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. Email address: (B)(6).